Event description:
The user facility reported the following to integra lifesciences: after using the mobius multi modality monitoring system for fourteen days to monitor the patient, the screen went blank and displayed the following error message "please call the manufacturer." The nurse tried rebooting the device by turning it off and on. However, the device displayed the same error message. Please note, this is a device where other devices/monitors are connected. All stand alone monitors that are connected can still be evaluated individually for patient parameters.

Manufacturer narrative:
The device is not expected back for evaluation at this time. An investigation has been initiated based on the reported information.